Event description:
It was reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Unable to verify motor error alarm due to prime alarm during basic occlusion test. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.